Event description:
It was reported that, "in (B)(6) 2010, the patient had undergone a tka. After 75 days later, the surgeon performed a revision surgery on the patient. Because, the 7,000 tibial component migrated to varus position. At this surgery, the surgeon noticed a pe wear on the anterior of the ps post."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2010-00747.